Manufacturer narrative:
A ge representative evaluated the system and replaced the position measurement components. The system operates as intended.

Event description:
The customer reported problems with motorized movement. No patient injury was reported.